Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) states the angio-seal kit is supplied in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.

Event description:
It was reported that following a right lower extremity angiogram to diagnose a possible popliteal entrapment syndrome a 6f angio-seal vip was used. Three days later, the pt experienced a low grade fever which continued even after being put on antibiotics. The pt called the doctor to report the leg was oozing pus. The pt underwent surgical debridement of the site 11 days after the initial percutaneous procedure. The wound culture collected 2009 confirmed infection. The pt is recovering well and is taking medications of synthroid and aleve.